Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient's family members allege that the patient's implantable cardioverter defibrillator (ICD) had "failed to fire" and resulted in the death of the patient. "The device was intended to prevent a cardiac arrest and failed to do so. A failure of the device (medtronic device) to fire on cardiac arrest (lasted 9-10 minutes with loss of consciousness and extensive damage to the heart) led to the death" of the patient. Information provided by the family indicates that the patient was brought to the hospital emergency room due to edema in the patient's calves and feet and increasing shortness of breath (sob) related to the patient's condition of congestive heart failure (chf). Hospital records indicate the patient had been experiencing supra ventricular tachycardia (svt) and the patient was administered two adenosine shots and after receiving an amiodarone bolus the patient became unresponsive and was found to be in cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated and the patient was intubated with return of spontaneous circulation (rosc) and it was noted the patient was taking spontaneous respirations. The patient was transferred and admitted to the cardiac care unit (ccu). Reprogramming of the ICD was completed to allow anti-tachycardia pacing (atp) for svt. The patient passed approximately one week after being admitted to the hospital.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device loss of telemetry and all functions were due to a severely depleted battery. Long receipt time. Device was received more than one year post explant. The device was fully functional and operated under normal current drain when powered with an external supply. There was no evidence of a high current drain condition, and no hybrid anomalies were observed. The device was returned with the leads still attached and the device was received more than one-year postmortem. The device had no telemetry which was most likely the result of the leads still being attached and the device sensing and shocking until the device battery was completely depleted; all of which occurred postmortem. No further analysis performed at this time. It was determined that the device met specifications for normal operation and normal battery depletion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.